Event description:
It was reported that during a ptca treatment procedure, the luge 182 cm guidewire fractured while the physician was doing exchange of maverick catheters. The lesion being treated was located in the circumflex coronary artery. All portions were successfully removed. The procedure was successfully completed. No pt injuries or complications were reported.